Event description:
This is filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation grade 4 with an enlarged and rotated heart, and prolapse. One clip was implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2022, the patient presented with increased mr due to single leaflet device attachment (slda). The clip had detached from the posterior leaflet, and mr increased to grade 3-4+. It was the physician's opinion that the slda was due to thin leaflets, the patient not being compliant with medication post-procedure and that the heart had dilated significantly post-procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the increase in mr was due to the single leaflet device attachment. The reported image resolution poor was associated with imaging artifacts. The cause of the reported incomplete coaptation (postprocedure) associated with the slda was due to challenging patient anatomy (enlarged heart, rotated heart, thin leaflets, and leaflet prolapse). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.